Event description:
It was reported that a patient underwent a breast augmentation revision with unspecified mentor gel breast implants and experienced bilateral capsular contracture baker grade unknown along with rupture on the left side post-operatively, which was confirmed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jul 21, 2025, additional information was received indicating the date of explantation is (B)(6) 2025. On jul 30, 2025, additional information was received indicating the capsular contracture occurred only on the right side. The replacement devices were identified as mentor gel breast implants (serial numbers (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured, in addition, siltex cracking was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. The normal wear may have caused the observed defect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 13, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).